Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The company representative reported that the insulin pump's back-up battery failed. The blood glucose reading was 300 mg/dl. The alarm has occurred 3 times. There were no significant events prior to the alarm. The customer was advised to wait for the notification light to stop flashing, insert a new battery, clear the power loss alarm, and complete the reservoir and tubing process. The customer was advised to monitor the insulin pump.